Event description:
A surgeon reported that a knife was blunt during surgery. There was no patient impact. Additional information was requested.

Manufacturer narrative:
A sample is available, but has not yet been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).